Manufacturer narrative:
The involved device was not returned for evaluation. Therefore, the failure investigation was limited to evaluation of quality records and reserve samples from the reported lot and product code which was confirmed to be, (B)(4). Visual inspection focusing on the inserter, did not find any anomaly. The inserter was confirmed to be fitted to the holder tube adequately with no break on it. Magnifying inspection of the surface of the inserter and of the lumen of the inserter did not find any anomaly. Dimensional check of the inserter verified that it met the specifications. Visual inspection of the guide wire did not find any anomaly, including a kink or flaw, in its appearance conditions. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual sample, the cause of this complaint cannot be determined definitely from the available information. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. Actual sample not available.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00186 to provide additional information provided by the user facility.

Manufacturer narrative:
This follow-up report #2 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample. This date was inadvertently omitted in the previous follow-up report. The information provided below lists the date(s) the additional information was received by the manufacturing facility: follow-up #1 = 08/18/2014.

Event description:
This report is being submitted as follow-up #2 for mfg. Report #9681834-2014-00186 to provide the date that additional information was received by the manufacturing facility.

Manufacturer narrative:
The involved device was not returned for evaluation and at the time of the initial investigation the product code was unknown, which limited the failure investigation to user facility and current product sample. Visual inspection focusing on the inserter, did not find any anomaly. The inserter was confirmed to be fitted to the holder tube adequately with no break on it. Magnifying inspection of the surface of the inserter and of the lumen of the inserter did not find any anomaly. Dimensional check of the inserter verified that it met the specifications. Visual inspection of the guide wire did not find any anomaly, including a kink or flaw, in its appearance conditions. With no product code information available at the time of the initial investigation, review of the record relevant to manufacturing and complaint was not conducted. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the user facility information that the surgeon was cannulating the left cephalic vein using the plastic introducer to prevent damage to the vessel from the glidewire, it is likely that the inserter was inserted into the vessel inattentively and remained in it. With no return of the actual sample, the cause of this complaint cannot be determined definitely from the available information. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that during placement of an ICD the surgeon lost visualization of the introducer. The follow information was provided by the user facility: (1) surgeon was cannulating the left cephalic vein using the plastic introducer to prevent damage to the vessel from the glidewire; (2) the vein and central vasculature were successfully cannulated; (3) after which the surgeon could no longer visualize the introducer; (4) the introducer had been drawn into the vein, and currently remains in the patient's right upper pulmonary artery; (5) several attempts were made to remove the object from the patient's vasculature but were unsuccessful; (6) initial procedure was aborted; and (7) the patient remains asymptomatic.